Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, an abnormal right ventricular (rv) impedance trend was observed on this pacemaker. The impedances briefly jumped from 500 to 1500 ohms. There were no significant changes in any other electrical parameter. The physician has elected to continue monitoring the system. The rv lead is a competitor product. No adverse patient effects were reported.